Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No returned product was received. An investigation was performed by the manufacturing facility that included a review of the batch history record. All required specification were met and documented in the batch record. No issues were documented in the machine logs that could have contributed to the customer complaint. A non-conformance has been opened for this case. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 17, 2015. (B)(4).

Event description:
End user exhibited a gun shot wound to the left upper thigh. Per the information reported, the nurse states the dressing was cut in a spiral circle pattern and packed 4" to 6" into the depth of the wound. Upon removal of the dressing the dressing broke apart and suspects approximately 4" of dressing was left in the wound bed. The wound was irrigated by the nurse with normal saline and she believes she got all of dressing out of wound. The nurse states she packed the wound with a general dressing after the wound was irrigated, however she did not elaborate on what type of dressing was used.

Manufacturer narrative:
Additional information: nonconformance submitted for MDR MFR#1000317571-2015-00095 is no longer valid. Complaint issue and severity were changed. The product was used off label or against the contradictions or not according to the IFU. Correction: method code not previously reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).